Event description:
As reported: "drill bit breakage. The surgeon was able to remove the broken tip of the drill bit from the patient. The procedure was able to be completed as desired. The only patient impact was just the time needed to remove the broken piece of the drill bit from the bone."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device discarded by user.